Event description:
The customer reported that there were visible artifacts on the image at the very end of the panel when fully exposed. It is possible that the image was retaken, resulting in unintended radiation exposure. The returned panel was also repaired for a loose screw issue.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by cannon healthcare solutions USA. (B)(4). Eval of the returned unit found that all four shock sensors were tripped. The outside edges of the panel had scratches, gouges, and cuts. The support cone was deformed due to repeated shocks, causing the metal to be bent. Two internal screws had become loose and were found inside the sensor. An indentation from a loose screw was found on the back side of the sensor glass. The sensor tab on the tcp-d was damaged. The analysis results stated that the image artifact wa due to the tcp-d damages, possible cause by the loose screws. MFR cross-reference #: (B)(4).